Event description:
It was reported that a patient underwent an obturator sling procedure on an unknown date. The patient experienced mesh in the urethra. The patient underwent an additional procedure for the mesh to be removed and the urethra repaired. It was unclear if the urethra was damaged during the original procedure or if the mesh eroded into the urethra at a later stage. No further information provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.